Event description:
It is alleged that patient received a cook celect filter on (B)(6) 2015 . It is alleged the patient was injured without further explanation.

Event description:
Patient allegedly received an implant on (B)(6) 2015 via the right internal jugular vein due to dvt (deep vein thrombosis) and pe (pulmonary embolism). Patient is alleging caval thrombosis. Per an attempted retrieval report, "large thrombus at the level of the ivc filter" "the bentson wire had difficulty traversing the filter, as did a soft-angled glidewire. The glidewire was eventually positioned bellowed the filter, over which the straight flush catheter was placed. A limited contrast injection demonstrated a large amount of thrombus at the level of the ivc filter. Filter retrieval was deferred at this time and a discussion was had with [doctor] regarding findings. (B)(6) 2015, implant report: "angiographic catheter exchanged for a delivery sheath for the tulip filter which was deployed in the infrarenal ivc without difficulty.